Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event- estimation. There was no reported product deficiency. Hypersensitivity/allergic reaction/rash are known adverse events as listed in the instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported by a consumer that she had a xience v stent implanted on (B)(6) 2009 in her left main artery. Approximately 3 months later, in april, she experienced a rash from her ankle, 1/2 way up to her knee. She also experiences swelling periodically in this area. She has been back to her physician several times and has several different diagnosis, including ringworm, staff infection and allergy. She has been given triamcinolone and eucerin, but the rash and itching is ongoing. She was curious if this condition could be related to the stent or the drug on the stent. She stated that she was not given an allergy test. She is on plavix and has been since long before the stenting procedure. Follow-up with the cardiologist: the physician stated that the issues the patient is experiencing is not related to the stent. He stated that there is nothing clinically wrong with her.